Event description:
A caller reported encountering error 42 with their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. Tandem technical support guided the caller through a complete pump reset process. The caller successfully started their sensor session after the reset, and the error did not recur.